Manufacturer narrative:
An internal investigation was performed for a customer in (B)(6) who reported an increase in false resistant meropenem and ertapenem results for multiple organisms in association with the vitek® 2 ast-n371 test kit (lot 0210805204). Identification of the submitted organism was confirmed and testing included three cards of ast-n371; one card each from the customer lot (cl1) 0210805204, customer lot (cl2) 0210841104 and a random lot (rl) 0210560104. The reference methods used for the development of meropenem and ertapenem were performed in parallel of vitek testing. These results were: - broth microdilution (bmd) which is the method used for meropenem development (mem02n formulation) in ast-n371 card : mem mic = 0.06 mg/l s. - agar dilution (ad) which is the method used for ertapenem development (etp01n formulation) in ast-n371 card : etp mic = 0.5 mg/l s. On vitek 2 v7.01 (aes parameters : global european-based + phenotypic) : etp mic <= 0.5 s and mem mic <=0.25 s on all three lots tested. These mics are within essential agreement compared to the reference bmd and ad mics without category error. The false resistant meropenem and ertapenem customer result was not reproduced in-house with ast-n371 card lot 0210805204. An additional investigation was initiated in response to customer complaints reporting falsely elevated mics for carbapenem drugs on particular lots of gram negative antimicrobial susceptibility (ast-gn) test cards. Examination of retained stock and product returned from customer sites showed that some card pouches within the implicated lots had top seals that could be pulled open with minimal effort. The weak top seals allowed the card to be exposed to moisture/humidity during storage leading to deterioration of drugs in the card wells and falsely elevated mics. Carbapenems are among the most moisture-sensitive drugs, so they will be the first drugs impacted when pouch integrity is breached. The investigation determined that impacted cards were pouched on the same equipment, poucher 1. Extensive reviews of manufacturing records, retained card stock, and customer complaint data isolated the issue to lots manufactured from 10aug2018 to 29aug2018. Since it is typical for more than one poucher to be used for packaging a card lot, cards pouched on other pouchers are not impacted by this issue. For cards pouched using poucher 1, the incidence of the ineffective top seal issue varies. This investigation identified potential sources of variation in the pouch sealing process that contributed to the occurrence of ineffective top seals. Actions were created related to the pouchers to achieve a more consistent sealing process. Actions were also taken to add inspections for the pouch top seal during production. Further actions will be implemented to add seal inspections that will detect the type of weak top seals identified in this investigation in the final lot release qc. A field safety corrective action (fsca 4215) was issued 11jan2019 and sent to customers who received any of the card lots manufactured using poucher 1 during the implicated timeframe. The communication will include included instructions for locating the poucher number on the card pouch and for inspecting the pouch top seal to identify pouches with ineffective seals.

Event description:
A customer in (B)(6) reported an increase in false resistant meropenem and ertapenem results for multiple organisms in association with the vitek® 2 ast-n371 test kit (lot 0210805204). The customer reported that multiple isolates per day were resistant to meropenem with the ast-n371 card, while meropenem disk diffusion was susceptible. The customer did not repeat testing on vitek. Biomérieux advised the customer to repeat isolate testing with the ast-n371 card. The customer retested five isolates with the impacted lot 0210805204, and new lot 0210841104. Only one isolate (enterobacter cloacae ssp cloacae), had the same false resistant carbapenem result with impacted lot 0210805204. Lot 0210841104 was susceptible. The customer sent preliminary results to the physician, without meropenem and ertapenem results, and stated no wrong result was reported. There was a delay more than 24 hours for the meropenem and ertapenem results because of retesting. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.